Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Following field was update: g3, h2, h3, h6, h11. Based on the results of the investigation, the reported issue was confirmed; however, the stain remaining inside of the device was not identify. Also, the root cause of the stain remaining in the subject device was not identified, and it is unknown if the reprocessing was conducted in accordance with the IFU. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited inside the light guide lens (lg lens) had stain. There were no reports of patient involvement.